Manufacturer narrative:
(B)(4). The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the valve was explanted at implant due to no blood flow through the leaflets and the patient required ECMO. The device was not returned to edwards for evaluation at this time, the root cause of the event remains indeterminable. It was reported that the issue could have been due to the angulation of the aorta with the left ventricular outflow tract. It is likely that patient related factors and procedural factors contributed to the event. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Edwards received information that a 21 mm pericardial aortic valve was explanted at implant due to no blood flow through the leaflets. The explanted device was replaced with another 19 mm pericardial aortic valve. Per obtained medical records, the 21 mm valve was implanted and the cross-clamp was removed, the heart started beating spontaneously. Echo showed that there was no blood flow through the leaflets. It was decided to replace the valve. The patient was re cross-clamped and the heart was arrested. The valve was examined and found that the cusps were opening. It was not clear why the valve was not working properly. On though was that I could have been due to the angulation of the aorta with the left ventricular outflow tract. The valve was explanted and replaced with a 19 mm pericardial aortic valve. Upon weaning from cpb, there was good left ventricular function and a good functioning aortic valve. However, upon closing, the right heart became sluggish so it was decided the best option would be ECMO. The patient currently remained hospitalized in critical condition and was later reported to have expired approximately one month after the surgery.

Manufacturer narrative:
Supplemental submitted to include the image evaluation and DHR review. Images of the explanted device were received. The customer report of explanted due to no blood flow through the leaflets could not be confirmed through image evaluation. Evaluation was performed through two color pictures provided by the customer; one image of the outflow and one image of the inflow. The valve appeared oval in shaped, likely due to wireform distortion. The sewing ring was cut at one location. The root cause of the event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.